Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the problems with his insulin pump. The customer's blood glucose level was unknown. Customer stated that they trying to fill the tubing and they did not fill. Customer also stated that the pressing the act button but no numbers was coming up. The insulin pump will not be returned for analysis.